Event description:
Caller reported compact plus system blood glucose results of 167 mg/dl, 34 mg/dl, and 39 mg/dl within 10 minutes. After the 39 mg/dl reading, customer had milk and crackers. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.